Event description:
It was reported that a patient experienced an unspecified breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On an unreported date, the patient was hospitalized. On the same day as onset, the patient began treatment for the peritonitis with cefazolin 2 grams per day and gentamicin 80 milligrams per day, intraperitoneally. Nineteen days later, treatment with cefazolin and gentamicin was withdrawn. On the same day, the patient was discharged from the hospital and the patient was recovered from the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.